Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited oversensing, lead body damage, and high out-of-range pace impedance measurements. Subsequently, a procedure was scheduled. During the procedure, it was observed that the ra lead had insulation damage and was stuck in the device header. With force, the ra lead was able to be removed from the device header. The ra lead was surgically abandoned and the device was explanted. No additional adverse patient effects were reported.